Event description:
The lay user/patient called lifescan (lfs) on february 11, 2008 and alleged that her one touch ultra meter was not powering on. The medical affairs is classifying the complaint based on the available information, as the patient was unable to provide additional information due to not feeling well. According to the patient, the reported issue began a day before she called lfs. She mentioned of taking some dosage of oral diabetes medication during the issue. The patient reported of receiving assistance from ambulance services a day before she called lfs. They tested her blood glucose and received a low reading. The patient stated, that her blood glucose was dropping. The patient was unable to provide information on specific symptoms and treatment that may have been provided to her. The customer service agent (csa) verified that there was no misuse of the meter, the meter was not downloaded prior to testing, and the patient was using correct test strips. During troubleshooting, the meter was turning on by pressing the power button, but was not turning on by inserting the test strip into the port. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed of the meter not powering on and later received assistance from emergency services and reported a low blood glucose reading at the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.